Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer returned pump for an alleged broken reservoir tube lip. Insulin pump received with multiple cracks on the case. The pump passed the displacement test and the test infusion set and reservoir does not lock into place due to the reservoir tube lip completely broken off. Missing reservoir tube o ring, broken belt clip slot and cracked battery tube threads. Medtronic, inc.

Event description:
Information received by medtronic stated that the retainer ring was broke off and reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.